Event description:
A consumer's husband reported that his wife's vision did not improve much following her intraocular lens (iol) implant surgery. He reported his wife now has trouble seeing objects up close and driving at night due to light sensitivity. At the request of the consumer's husband, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer's husband, the surgeon was not contacted.